Event description:
Boston scientific received information that this patient has had syncopal episodes which have been caused by their coronary heart block. The patient had this pacemaker implanted but had not had it checked. The device was past end of life (eol) and was well past labeled longevity. The physician was going to plan on changing the pacemaker out to a non boston scientific pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.